Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Subsequently, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer was unable to clear the alarms and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 217 mg/dl.